Event description:
Related manufacturer reference number: 1627487-2023-03926. It was reported that patients ipg had migrated and was causing the patient pain, as a result surgical intervention was undertaken on (B)(6) 2023, wherein the ipg was repositioned but following the surgery the ipg was wiped and reset, as a result surgical intervention was undertaken again on (B)(6) 2023, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.